Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Health care professional reported right side implant exchange with no complaint against the contralateral device. Healthcare professional report right side capsular contracture, baker grade unspecified via device tracking form. The device has been explanted and replaced.